Event description:
It was reported by the customer that a pyxis medstation es system meds not triggering to fill. The customer stated that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the application configuration issue. The technical support specialist dialed into the cce bdcceprod and checked the nt3 station is not in the included station. Added the nt3 station to the triggered session. The system functioned as intended as the technical support specialist troubleshooted the device.